Manufacturer narrative:
PMA/510(k) number = pre-amendment. No code available ((B)(4)) for intervention to retrieve the separated the device component. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a flexor high-flex ansel guiding sheath separated inside the patient's anatomy when the physician was removing it across the iliac bifurcation. Procedure description was not provided. Stents were reported to be in place at the iliac bifurcation. According to the physician, the flexor high-flex ansel guiding sheath became caught up on the stent strut. The separated piece was successfully retrieved. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details and patient outcome has been requested but not yet received.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilator was fully inserted into the sheath. The sheath was separated into two segments. The first measured 38.5cm in length. Exposed coil exited the proximal section of tubing and was wrapped around the dilator 19.7cm from the distal end of the proximal section. The coil extended past the dilator to approximately 25cm from the distal end of the proximal section of tubing. The distal segment section of tubing measured 17.4cm in length. The total length of sheath tubing was 55.9cm, which was outside the specification limit. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. It was reported that the sheath lot was unknown. However, the customer stated that the device came from one of three lots: 8923689, 8923703, or 9031572. A review all three device history records showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for these lot numbers. Furthermore, an IFU is provided with the device, which states "if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ it goes on to state ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." The IFU also mentions "remove the sheath. Avoid applying traction to hub during removal." Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could be traced to the user and a failure to follow instructions. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. A review of the device history record indicated that the lot met all finished goods release criteria. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.